Manufacturer narrative:
Product analysis: there were kinks along the hypotube approx. 58.5cm and 60cm distal to the strain relief.the sheath and stylette were returned loaded in the inner lumen; it was not possible to remove the sheath and stylette. The sheath had to be cut to expose the stent. The stent was positioned on the balloon between the marker bands as per specifications. The stent was kinked, and there was deformation to the 10th and 11th distal stent wraps with struts raised. There were numerous kinks along the distal shaft. There was no deformation to the distal tip. Image analysis: an image of the device packaging was received from the account. The size of the resolute integrity device (2.5mm x18mm) and the lot# 0007935570 matches that on the shelf carton. The photo does not capture the device or the reported damage to the stent.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a lesion with 95% stenosis. No damage noted to device packaging. Issues were noted when removing the devices from the hoop/tray. The device was inspected with issues noted. Negative prep was not performed. The lesion was not pre-dilated. It was reported that the device failed to cross the target lesion and during positioning at the lesion strut damage was noted and the physician decided to remove the device from the patient. The stent did not advance through a previously deployed stent. Resistance was encountered and excessive force used during advancement. The physician used another medtronic device to complete the procedure. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.